Manufacturer narrative:
Product analysis : the guidewire returned still loaded in in the returned device. A detachment was evident at the exchange joint. The transition shaft material was jagged and uneven on both sides of the detachment site. Stretching and deformation was evident to the transition shaft at the proximal side of the detachment site. Bunching was evident to the inner member at both the proximal and distal markerbands. The proximal balloon bond was necked. The guidewire was removed with resistance. The guidewire od was confirmed to be 0.014¿. A 0.015¿ mandrel could not be loaded through the device due to the deformation. No other deformation was evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: device returned for evaluation. The guidewire returned still loaded in the returned device. A detachment was evident at the exchange joint. The guidewire was removed with resistance noted. The transition shaft material was jagged and uneven on both sides of the detachment site. Deformation was evident to the transition shaft. Bunching was evident to the inner member at both the proximal and distal markerbands. The proximal balloon bond was slightly necked. No other deformation was evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one sprinter legend rx ptca balloon catheter to treat a lesion. The device was inspected with no issues noted. It was reported that the balloon was getting stuck onto the guidewire. There was no medical or surgical intervention required or the event did not lead to or extend patient hospitalisation. The patient was reported to be alive with no injury.